Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was reported to have an issue advancing the guidewire. Consequently, electric current was then delivered to the device ready for incision with the cutting wire not fully exposed toward the papilla. An unusual feeling was observed when they tried to cut using the device. They pushed and pulled the device from the papilla, only to find out that the cutting wire broke. Reportedly, no part of the device detached inside the patient. When they removed the device, it was found that the cutting wire bent. The procedure was completed with a second autotome rx 49. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and kinked. In addition, the working length was also found twisted in several locations. There was no other issue noted. The device could no be introduced inside the scope as the cutting wire was broken. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was reported to have an issue advancing the guidewire. Consequently, electric current was then delivered to the device ready for incision with the cutting wire not fully exposed toward the papilla. An unusual feeling was observed when they tried to cut using the device. They pushed and pulled the device from the papilla, only to find out that the cutting wire broke. Reportedly, no part of the device detached inside the patient. When they removed the device, it was found that the cutting wire bent. The procedure was completed with a second autotome rx 49. There were no user injuries nor patient complications reported as a result of this event.